Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-10582. It was reported the patient complained his scs system was not providing adequate pain relief. The patient stated he stopped using the system three months after his was implanted, and has not had any effective stimulation therapy. The patient's physician has requested authorization to remove the patient's scs system.